Event description:
It was reported during a laparoscopic cholecystectomy a piece of the al326 broke off in the pt. It was retrieved without difficulty and the case was completed. There was no consequence to the pt.

Manufacturer narrative:
H6: detached upper jaw. Based on the inquiry info rec'd and the visual examination, it was concluded that the instrument was returned with a weak crimp and had a detached top jaw. It was concluded that the jaw became detached due to the weak jaw crimp.